Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal dialysis infection. The cause of event was reported to be due to a "weak digestive system and low immunity". It was not reported if the patient was hospitalized for the event. Treatment for the event was not specified. At the time of this report, the patient was recovered from the event. Pd therapy was withdrawn during the treatment. No additional information could be provided as the reporter declined follow up.